Manufacturer narrative:
Additional information: according to the received information damage to the active electrode seems likely. Several channels were switched off and the patient is using the device.

Event description:
The patient is not benefiting from the implant. The patient has been going for follow-up, however the beginning of the failure cannot be detected. As per new information received, after switching off the damaged channels the patient's responses became better; the results were moderate although her speech is not getting better.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not benefiting from the implant. Re-implantation is considered.